Manufacturer narrative:
Updates to b5: event description or problem. Updates to h6: patient codes.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the implant was released, a pericardial effusion was noted and pericardiocentesis was performed. Eventually, it was decided to send the patient for a sternotomy to evacuate the effusion in the pericardium. Surgery was successful. Device remains in service. As of, (B)(6) 2019, patient is still in the hospital and has moved from intensive care to step down and is improving. It was further reported via social media that perforations to the left atrium occurred in 2 locations with subsequent cardiac tamponade. Patient also reported he now suffers from end-stage renal disease.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the implant was released, a pericardial effusion was noted and pericardiocentesis was performed. Eventually, it was decided to send the patient for a sternotomy to evacuate the effusion in the pericardium. Surgery was successful. Device remains in service. As of (B)(6) 2019, patient is still in the hospital and has moved from intensive care to step down and is improving.